Manufacturer narrative:
4/25/97-supplemental report #1 submitted to FDA. Additional evaluation code entered in h6. It has come to co's attention via a written statement received from the hospital on 1/6/97 that reportedly, the instrument would not release properly. This corrected information has been entered in b5.

Event description:
The instrument would not release properly.